Event description:
Reporter alleged blood glucose read 54 mg/dl at 7:30 so called the doctor who advised her to go to the hospital. It was reported hospital measured 98 mg/dl at 8:10 and was treated with an IV for dehydration however no treatment for diabetes. Reporter stated having the stomach flu and had no symptoms of low blood glucose. A request was made for the return of the suspect device and replacement product was sent.